Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: the screen options for your t:slim x2 pump include screen timeout and feature lock. You can set the screen timeout to the length of time you want the screen to stay on before it automatically turns off. The default for the screen timeout is 30 seconds. The options are 15, 30, 60, and 120 seconds. You can always turn the screen off before it automatically times out by pressing the screen on/quick bolus button.

Event description:
It was reported that after the customer had delivered a correction bolus of 0.5 units to correct blood glucose of 8.0 mmol/l (144 mg/dl) to target level, contact alleged the pump screen did not time out correctly. One minute after the 0.5 unit bolus, customer "sat" on pump and 15 units was inadvertently entered into the pump and the full amount was delivered to the customer. Blood glucose lowered (value was not provided). Customer experienced multiple panic attacks. "The adrenaline and cortisol counteracted her low". Paramedics and diabetes educator were contacted and advised customer to administer low actin carbohydrates and monitor every 15 minutes. Although multiple requests were made to obtain additional information regarding the pump time out setting or customer condition, the contact did not reply.

Event description:
Upon follow up, customer was reported to be doing well. Customer was not admitted to the hospital. Paramedics had been called. The customer's adrenaline/anxiety counteracted the 15 units on board so blood glucose did not drop. Contact thought that customer may have entered 15 units of insulin instead of 15 grams. Customer was at school; pump history was not available to confirm event.